Manufacturer narrative:
The investigation determined that multiple, imprecise vitros phbr quality control results were obtained. The root cause is due to a reagent related issue. There was no evidence that the vitros 5,1 fs analyzer had malfunctioned. Investigation into the performance of vitros phbr lots 2532-0053-xxxx is ongoing. The FDA's new york district office was notified of this issue on (B)(6) 2011 per recall report # 1319809-07/05/2011-001-c.

Event description:
A customer observed multiple, imprecise vitros phbr quality control results (tdm pv results of 41.57, 41.66, 66.62, 74.32, >80, 67.08, 64.97, 67.82, 68.15, 68.23, 74.41, 75.40, 72.45, 72.69, 68.18, and 75.08 ug/ml vs. Expected result of 54.0 ug/ml) while using the vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to recur undetected with a patient sample. No patient samples were known to be affected. There was no allegation of harm to patients as a result of this event. This report is number two of sixteen mdrs for this event. Sixteen 3500a forms are being submitted for this event as sixteen devices were involved. (B)(4).